Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0t65d, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0qnep, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that during a programming session, an oor message was observed on the physician programmer. The device was having difficulty delivering the prescribed stimulation. There was a loss of therapeutic benefit, although it was also reported that the patient was receiving adequate therapy, but wanted to increase the voltage, if necessary. The implantable neurostimulator (ins) was reading 2.88 volts after only being implanted since (B)(6) 2015. An impedance check showed normal impedances on both left and right electrodes. The programmed settings that triggered the message were as follows: 3.0 volts , - 1 and case +, 60 pw and 130 hz. Therapy impedance = 600 ohms and 4.0 milliamps. The impedances were lower than expected. There were no falls or trauma reported. There were no interventions and the issue was not resolved. A surgery replacement was scheduled for a date previous to the date of the report. The patient outcome was alive with no injury. The indication for therapy was parkinsons dual and movement disorders. If additional information is received, a follow up report will be sent.